Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the elevator broke during a procedure. There was no patient injury or surgical delay, the procedure was completed with a backup. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows signs of moderate wear. Upon inspection, it can be seen that the elevator is fractured at the distal end. There are no indications of manufacturing defects. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the product experienced forces in excess of what it was designed to encounter. The instructions for use (IFU) for this product has the following information provided in the section titled warnings and precautions: when handling sharp instruments use extreme caution to avoid injury: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).